Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported when the device is booted up the device alarms and displays a battery error. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service technician recommended the battery be replaced to address this finding.